Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v096360, implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type lead; other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 2012-03-10, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient walked through a theft detector at their local (B)(6). They experienced a shock so intense that it brought them to their knees. The patient had zero symptom relief after this shock. The office staff interrogated the device and the rep tried different programs with no success. Different programs didn¿t provide symptom relief. The entire lead and ipg was removed and replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.